Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) would automatically change the power settings. The patient stated that they have had adaptive stimulation (as) activated and that the issue occurred three times. The patient reported that they may be sitting or actively doing something when they feel the stimulation go way up and cause discomfort. There would also be other times where the ins wouldn¿t detect patient movement. The patient stated that this would occur when they are lying back and roll on either side. It was noted that the programmer would show that stimulation was on. The patient stated that the issue doesn¿t happen all the time, so it would be hard to troubleshoot over the phone. It was suggested that the patient try to turn the as feature off for some time and see if the issue occurs. The patient was redirected to their healthcare provider (hcp) to have the programming checked. It was noted that the issue started in (B)(6) 2018. No further complications were reported or anticipated. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018. It was reported by manufacturer representative that patient said he was "getting fried every time he lays down" after caller asked about instructions for turning adaptive stim off for the patient. The patient was walked through steps to turn off the adaptive stim with the patient controller and the patient confirmed it was turned off while using his controller. The representative stated she was going to meet with the patient to review settings and was reminded to consider stability time while making adjustments. This happened about a ¿month or two ago.¿ the caller also asked about clicking noises heard during recharging and it was confirmed with the caller that clicking noises were part of the normal operation of the charging system. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) who confirmed the following information with the patient's hcp. They reported that the cause of the patient being "fried" when laying down was determined to be due to the amplitude being too high for the laying down position. The adaptive stimulation was turned off to resolve the sensation of being "fried". No further complications were reported or anticipated.